Event description:
Pt reported experiencing elevated blood glucose, in the 500 mg/dl range (normal 120-150 mg/dl) for the past week. Pt was using an insulin that was not stored in the refrigerator, but purchased a new vial of insulin for device and blood glucose still did not go down. Pt self-treated by using injections and blood glucose went down so they feel device is not working properly. Pt advised there have been air bubbles in the tubing and cartridge, but they primed them out. Pt has not had medical treatment and blood glucose is still elevated.